Manufacturer narrative:
Imaging review four radiographic images are submitted and reviewed. They are not labeled as to date or time and are of low to medium quality, as they were taken of a monitor with a cell phone. They are dsa subtracted roadmaps with contrast that show a non-detached web are various phases of positioning in a medium sized right mca aneurysm. These images do not explain why the web did not detach. Investigation findings evaluation of the physical device: items returned for evaluation: -delivery system (pusher) -web implant -introducer -dispenser hoop items not returned for evaluation: -microcatheter -controller the customer provided three images showing the web device within the introducer loaded in the dispenser hoop and the packaging label of the box and the pouch. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 10,0 ± 1.0, height(mm)= 5.0 ± 0.5). Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol ¿ (spec= 66-78¿), which is out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not stretched and did not show signs of activation using a detachment controller. Investigation conclusion four radiographic images were provided for review. They are not labeled as to date or time and are of low to medium quality, as they were taken of a monitor with a cell phone. They are dsa subtracted roadmaps with contrast that show a non-detached web at various phases of positioning in a medium sized right mca aneurysm. The images do not explain why the web did not detach. The investigation of the returned web system found the web implant still attached to the pusher with no signs of activation using a detachment controller on the pusher heater coil. The unit did not pass continuity and resistance testing. Furthermore, the implant did not detach during functional testing, which is consistent with the alleged product issue. The physical evaluation of the device did not find any damage to the pusher, lead wires, or heater coil that would have caused or contributed to the reported complaint; however, it is possible that an internal electrical fault is causing the implant not to detach. Because the construction of the pusher is permanent in nature with uv glue bonds and epoxy, further destructive testing to ascertain exact cause of non-detachment is not possible as it will alter the state of the device.

Event description:
No additional information was received. Please see d10, h3, h6 and h10.

Event description:
As reported: the web cannot detach, they replaced the controller but still detach failed. After the web was found to be unable to release, the web was recovered into the via 33 microcatheter and removed. The surgery was done with a new web. Patient status is ¿fine¿..

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged non-detachment issue and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. H3 other text : device expected but not received